Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Patient is over (B)(6) pounds.

Event description:
It was reported during a hip procedure, when opening the liner, a big black hair was found on the implant. Surgeon used a new liner. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Visual evaluation of the returned product found the sterile packaging has been opened with a hair-like debris taped to the packaging. As the packaging was returned opened, the source of the debris cannot be determined. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.